Event description:
Patient reported the during the run mode on the infusion device, the time/date changes and the delivery of the basal rate will also be changed and that could lead to erratic blood glucose levels. Patient stated also during the battery change the basal rate gets lost. No further information is available. No physiological effects were reported. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).